Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimates. Reportedly, the insulin gauge was 60 units less than expected. During a follow-up call on (B)(6) 2016, the customer reported no longer experiencing an issue with the fill estimate. Reportedly, it was a misunderstanding from the customer's end regarding the unusable insulin and insulin used during fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level.